Event description:
It was reported, the internal neurostimulator is slow to turn on and will turn off during the programming of the device. It was noted, the patient tried new batteries and it still did not work correctly. It was reported, the programmer did not get wet or dropped. It was reported, the patient¿s device was ¿acting funny.¿ it was noted, the stimulation was not consistent and kept dropping out. It was reported, the stimulation will suddenly stop and has been doing so for a couple weeks prior to the report. It was noted, the patient got a new programmer and it helped for a week.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).